Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17877063, UDI: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was causing pain at the incision site and was difficult to charge. It was also noted that the patient was experiencing uncomfortable paresthesia and was no longer getting good pain coverage. X-ray was taken which showed that the lead migrated. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.